Event description:
Explanting physician, reported "capsular contracture grade unknown, pain, shape disfiguration." The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Continued a.6 (race): turkish. Device evaluation:visual analysis of the returned device identified, the weight the device within specification, wear abrasion, yellow particles on the shell, and fold creases. After autoclave cycle was observed: cloudy color in the gel. A microscopic analysis was performed which identified: a nick striated on anterior. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - a nick striated assessed as surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Explanting physician, reported "capsular contracture, pain, shape disfiguration." The device has been explanted and replaced. This record relates to the left side.